Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additonal relevant information.

Event description:
This is being filed to report the mitraclip delivery system, sleeve could not be straightened. It was reported that this was mitraclip procedure performed to treat degenerative mitral regurgitation with an mr grade of 4. The first clip was implanted successfully to further reduce mr, a second clip was implanted without issue. However, upon removal of the second mitraclip delivery system, the m-knob worked, but the sleeve could not be straightened when removing m from the device; tension could not be released. The cds was removed without issue, no resistance. A total of two clips were implanted, mr was reduced to 1-2 there was no adverse patient effect and no clinically significant delay. Once the cds was outside of the anatomy, the m knob was tested, the m-knob worked fine and the sleeve straightened. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis; however, the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated and a definitive cause for the reported mechanical issue of unable to straighten sleeve could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.